Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 5.1 and 5.2 were not detected on the bus. A field service engineer (fse) found drawers 5.1 and 5.2 on the auxiliary bus not communicating. Replaced the pcm, but the station initially failed to power on. After unplugging the 5.1 retractor band, the machine powered on successfully. The drawer board on 5.1 was then replaced, and the unit powered on without issues. Testing in hardware test application was completed, and assignment and inventory operations were successful. The system was verified and returned to service. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers was not detected on bus, user tried to restart multiple times, however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.